Manufacturer narrative:
The device was returned to zoll medical (B)(6); the malfunction was observed and the system board was replaced to resolve the problem. The device was recertified and returned to the customer. The system board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.